Manufacturer narrative:
Other, other text: additional information was received indicating the event date.

Event description:
It was reported that the instrument did not heat the fluids. There was a patient involved in the event. No further information is available at this moment.